Event description:
During the procedure the physician attempted to deploy the matrix soft-helical coil after 13 coils have already been implanted. After 1-cm of the matrix soft-helical coil was deployed into the remnant the physician felt resistance. Tried to retrieve the device and noticed that it had stretched. Continued to pull the pusher wire back very slowly when the main coil separated from the pusher wire. The break occurred at the detachment zone (visual inspection). The physician pulled the entire catheter system to see whether the coil was inside the microcatheter or the guide catheter, but it was not. Thus, it was assumed that the stretched main coil remained in the pt in the internal carotid artery. It could not be visualized under fluoroscopy. A CT scan 2 hours later confirmed that the stretched main coil lays stretched in the internal carotid artery. There was no deficit with the pt as a result of this event.